Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/24/2018, that on (B)(6) 2018, patient experienced a failed transmitter error. No additional patient or event information is available. Data was returned and evaluated. The reported event of a failed transmitter error was confirmed via data. The root cause was determined to be a low transmitter battery that lead to a transmitter failure.